Event description:
Per complainant, the safety sheet tore and the child escaped out of the bed when the child was secured in the bed. The complainant stated the child's parents found the torn sheet after the child escaped. Per complainant, the family has a second sheet and can continue use of the cubby bed but would like to replace the damaged sheet. A picture shows a long tear of the safety sheet fabric which is multiple inches in out and parallel to the zipper. There was no report of injury as a result of the event.

Manufacturer narrative:
The safety sheet is in the process of replacement. 240920m27 is the safety sheet lot number. Review of the lot records demonstrated the lot past required inspections. Warnings are addressed in pack80020 v1.0 cubby bed user manual. Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required. "You are responsible for providing adult supervision when using this product." "Do not use the product if any parts are missing, damaged, or broken" page 22 of the user manual, maintenance checklist, describes to discontinue use of the bed if anything is damaged or missing. Page 23, "how to care for your cubby": safety sheet care - hand wash cold water, use cold water and mild detergent, delicate machine wash, if needed, do not dry clean, do not iron, hang to dry. Sensory medical's root cause investigation is ongoing, and the company will supplement this report as necessary. There was no report of injury as a result of the event.

Manufacturer narrative:
The safety sheet is in the process of replacement. 240920m27 is the safety sheet lot number. Review of the lot records demonstrated the lot passed required inspections. Warnings are addressed in pack80020 v1.0 cubby bed user manual. Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required. "You are responsible for providing adult supervision when using this product." "Do not use the product if any parts are missing, damaged, or broken" page 22 of the user manual, maintenance checklist, describes to discontinue use of the bed if anything is damaged or missing. Page 23, "how to care for your cubby": safety sheet care - hand wash cold water, use cold water and mild detergent, delicate machine wash, if needed, do not dry clean, do not iron, hang to dry. Sensory medical's root cause investigation is ongoing, and the company will supplement this report as necessary. There was no report of injury as a result of the event.

Event description:
Per complainant, the safety sheet tore and the child escaped out of the bed when the child was secured in the bed. The complainant stated the child's parents found the torn sheet after the child escaped. Per complainant, the family has a second sheet and can continue use of the cubby bed, but would like to replace the damaged sheet. A picture shows a long tear of the safety sheet fabric which is multiple inches in and parallel to the zipper. There was no report of injury as a result of the event.